Manufacturer narrative:
Subject device remains implanted.

Event description:
It was reported that approximately 2 weeks post-procedure of stent -assisted coiling for an aneurysm located at the basilar apex with the stent (subject device), the patient experienced nausea. Patient was treated with medication and the nausea was resolved without any residual effects the next day. According the clinical events committee (cec) adjudication, the nausea was related to the subject device.

Event description:
It was reported that approximately 2 weeks post-procedure of stent -assisted coiling for an aneurysm located at the basilar apex with the stent (subject device), the patient experienced nausea. Patient was treated with medication and the nausea was resolved without any residual effects the next day. According the clinical events committee (cec) adjudication, the nausea was related to the subject device.

Manufacturer narrative:
Due to the automated mes system (manufacturing execution system), there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported patient nausea is a known and anticipated complication to these types of procedures and patient condition and is listed as such in the device directions for use. Therefore, a probable cause of anticipated procedural complication was assigned to this event.